Event description:
It was reported that the device was used during an ovarian resection, the balloon broke when filling with 5cc of saline. Another device was used to complete the case. There were no adverse consequences to the patient.